Event description:
It was reported that recently the patient's battery "went out" and it was replaced. She had seen the hcp (health care professional) between (B)(6) 2013 and was told the battery was fine and had a great charge. It was stated that "suddenly" the ins (implantable neurostimulator) "went out" and there was "no phasing out." It was stated that the patient was wondering if that could be due to using a vibrator. The ins was replaced in (B)(6) 2013. It was also noted that when she used the vibrator before, she got a "shocking feeling" by her ins. Her ins was implanted in her abdomen. This happened the occasional time she used the vibrator. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was later reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v192123, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).